Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis (pd) therapy and acquired peritonitis. The patient was not hospitalized for the event. Treatment was not reported. The cause of the peritonitis was "the patient had a private pool and went swimming, but it hadn't been treated correctly and it caused the peritonitis." Subsequently, on an unknown date, the patient experienced recurrent peritonitis and was not hospitalized. Two months after the initial peritonitis event, the patient's pd catheter was removed and pd therapy was stopped. One month later the patient had an outpatient pd catheter replacement surgery. On an unknown date (same year) the patient re-started dianeal therapy and was retrained in correctly performing pd therapy. At the time of this report, the patient had recovered and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis sometime in (B)(6) 2012. The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.